Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that on the night before the call, he had a blood glucose level of 430 mg/dl which was treated with the insulin pump. The customer also requested assistance with calibration. Troubleshooting for high blood glucose level was declined. The insulin pump was not replaced or returned for analysis.